Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the port (clearlink) closest to the patient. The port was not accessed and no syringes were used. The issue was noticed after patient infusion with meropenem and ketorolac at 200ml/hr. As an unspecified amount of medication leaked, an additional dose of meropenem was administered to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.